Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred FREQUENTLY between (b)(6) 2026 and (b)(6) 2026. The wearable was inserted into the arm on (b)(6) 2026. On the same day, it was reported that the patient reported receiving persistent low CGM readings of approximately 59 mg/dL and responded by drinking juice. On (b)(6) 2026, at approximately 6:00 AM, the patient received an Urgent LOW alert displaying 44 mg/dL and continued drinking juice because a fingerstick BG meter was not available. During the event, the patient reported feeling sick and experiencing dizziness. At approximately 8:00 AM, due to concern regarding the persistently low readings, the patient contacted emergency services. Upon arrival, EMS performed a fingerstick BG, which reportedly measured 600 mg/dL, while the Dexcom CGM displayed 44 mg/dL. The patient was transported to the hospital, where the Dexcom CGM reportedly displayed ¿LOW¿ and a hospital blood glucose measurement reportedly measured 1,075 mg/dL. The patient reported receiving treatment with intravenous fluids and intravenous insulin. On (b)(6) 2026, the patient reported feeling much better but remained hospitalized and continued receiving IV fluids and IV insulin. The patient stated that her physician wished to continue monitoring until glucose levels stabilized, as a recent blood glucose measurement remained approximately 300 mg/dL. As a result, the patient had not yet been discharged at the time of reporting. It was noted that the patient was not connected to an insulin pump at the time of the event. The patient reported feeling ¿fine¿ despite the ongoing hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. On (b)(6) 2026, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. On (b)(6) 2026, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. When EMS arrived, the reported glucose values fall within the D zone of the Parkes Error Grid. On (b)(6) 2026, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
CMPL-30705294Diabetes Mellitus is a known cause of hyperglycemia.